Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that they were performing hypertonic medication delivery using double filters when the ventilator's touchscreen went blank and the unit stopped delivering flow to the patient. The patient was placed on a backup ventilator and there was no harm or injury.

Manufacturer narrative:
It was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. A test circuit was connected and tested and no alarms were encountered. The fsr ran an operational verification procedure (ovp) and all tests passed.